Event description:
Consumer reported complaint for error message (e-2). The customer feels well and did not report any symptoms. Customer stated a month ago he had been hospitalized; customer stated he had felt lightheaded and fell down twice and hit his head. Paramedics had taken him to the hospital where an MRI had been performed. He had been diagnosed with high blood glucose and was treated with insulin and metformin. Customer stated he has a regular checkup appointment the following day with his doctor. Product information was not provided: customer was unable to see the meter serial number and test strip lot number. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips were opened in (B)(6) 2025 (expired). The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user). Note: manufacturer contacted customer in a follow-up call on 28-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.